Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired. The vad coordinator suspected the patient intentionally disconnected the driveline from the system controller. A system controller log file was submitted to the manufacturer¿s technical services representative for review. It was observed driveline disconnect events on (B)(6) 2016 at approximately 1:50 am. The log file showed the driveline was connected again at 2:04 am. The pump continued to run until 2:20 am where a second transient driveline disconnect/reconnect event occurred for approximately 7 seconds. The pump continued to run until approximately 2:59 am where the file displayed driveline disconnect events; these were the last recorded events in the file. The file also displayed two transient low voltage alarms on (B)(6) 2016 at 2:21 am and nine consecutive low voltage alarms between 2:31 - 2:32 am. It was reported that the patient did not have a caregiver at home but the outside ER doctor reported that the patient was found by family. The patient had recently gone to stay with their brother but it is unclear if the patient was at their brother¿s house or at their own home at the time. It was also reported that ems received an emergency call on (B)(6) 2016 at 01:58 am and were on scene at 2:06 am. It was reported that the power module was unplugged and was alarming. The system controller was alarming as well. It is unknown how long the power module had been unplugged. The emergency responder reported that everything was connected when they arrived besides the power module which they plugged into the wall. They also attempted to change the patient to their backup system controller at some point on the scene, which was suspected to be the cause of the very brief driveline disconnect at 2:20 am. The patient was transported to the emergency room while connected to the power module. The power module was unplugged when transporting the patient into the truck, plugged into the truck, and then unplugged and re-plugged it in at the hospital. It is unknown if there were batteries and clips but no one knew how to establish the connection and it was suspected that the system remained connected to the power module throughout the event. The emergency responder said the scene was pretty chaotic and that there were ¿lots of pieces and parts around the patient, but some of them seemed to belong to something else."

Manufacturer narrative:
No equipment was returned for evaluation. The report of pump stop events, driveline disconnects, and power cable disconnects was confirmed based on the evaluation of the submitted log file; however, specific causes for the events captured in the log file could not be conclusively determined. The log file contained approximately 7 days of data, ranging from (B)(6) 2016 20:00 to (B)(6) 2016 3:01. On (B)(6) 2016 1:50, the log file captured pump stop and driveline disconnects. The driveline was reconnected at (B)(6) 2016 2:04. During the 14 minutes of driveline disconnects, it appeared that both power leads were also disconnected. The pump was restarted and remained in operation until (B)(6) 2016 2:20, where a second span of driveline disconnect/reconnects was noted which lasted approximately 7 seconds. The pump continued to run until (B)(6) 2016 2:59, where the driveline was disconnected and the controller was removed from service. It was reported that upon arrival, ems reconnected the patient's power module and controller, consistent with the events captured in the log file. They also reportedly attempted to change the patient's system controller which is consistent with the brief driveline disconnect at (B)(6) 2016 2:20. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.